Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
The home patient (hp) contacted (B)(4) regarding a check lines and bags alarm which occurred on the homechoice (hc) during refilling the heater in last fill. The hp stated the bags were empty. The hp stated that she accidentally unspiked the bag during set up and reconnected it. The technical service representative (tsr) helped the hp end therapy per hp request. The hp confirmed to contact her nurse (rn) regarding reusing the bag that was reconnected. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 (B)(4) contacted the hp who stated she notified her nurse of the event who provided her with (B)(6). The hp stated she was able to resume therapy successfully with new supplies.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to an empty bag. There was use error identified during troubleshooting; the patient unspiked the bag during set up and reconnected it. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).